Event description:
In 2001 (exact date unknown), patient underwent enucleation procedure followed by implantaion of hydroxyapatite orbital prosthesis implant along with ocu-guard orbital implant wrap. At six weeks post-op patient presented with 8 mm conjunctival melt over ocu-guard wrap. Patient underwent multiple interventions (dates unknown) including: conjunctivoplasty, fascia graft, dermis graft and finally removal of orbital implant at twenty months post-op. Patient post-op status: unknown.